Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained from two different patient samples using vitros troponin I es (tropi es) reagent lot 3990 on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined based on the information provided. No historical quality control results were provided. Therefore, a vitros tropi es lot 3990 performance issue could not be confirmed nor ruled out as a contributor to the event. However, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3990. The complete results from a vitros tropi es within run precision test performed on the vitros eci immunodiagnostic system were not provided. Therefore, it is unknown if the results were within ortho acceptable guidelines and an instrument related issue could not be confirmed nor ruled out as a contributing factor of the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report non-reproducible, higher than expected troponin I results obtained from two patient samples using vitros troponin I es (tropi es) reagent on a vitros eci immunodiagnostic system. Patient 1 sample result of 0.068 ng/ml vs. The expected result of <0.012 ng/ml. Patient 2 sample result of 0.105 ng/ml vs. The expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).